Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported single leaflet device attachment resulting in mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2025, patient was presented with grade 4 functional mitral regurgitation(mr), enlarged atrium for a mitraclip procedure. One mitraclip was implanted. The mr was reduced to grade 2 post procedure. On (B)(6) 2025, it was observed in transthoracic echocardiogram and transesophageal echocardiogram that there was recurrent mr of grade 4 with symptoms due to single leaflet device attachment(slda) from anterior leaflet. On (B)(6) 2025, additional clip intervention was performed to reduce recurrent mitral regurgitation of grade 4. The mr was reduced to grade 1-2 post procedure. The patient is in stable condition. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.